Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (tabotamp trans-anal hemostatic pad) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (tabotamp trans-anal hemostatic pad) used in this procedure? [(B)(4)].

Event description:
It was reported via journal article: title: stenosis after stapled anopexy: personal experience and literature authors: italo corsale, marco rigutini, sonia panicucci, domenico frontera, francesco mammoliti citation: not provided. Post-operative stenosis following sa is a rare complication, however it can be strongly disabling and require further treatments. The objectives of the study was to identify risk factors and procedures of treatment of stenosis after stapled anopexy (sa). A total of 237 patients subjected to surgical resection with circular stapler for symptomatic iii-IV-degree haemorrhoids without obstructed defecation disorders. During the procedure, the authors performed a tobacco bag 4 cm over the linea dentata and resecting the prolapse using a pph 03 circular stapler (ethicon). Hemostasis was carefully carried out at the end of operation by transutural stitches and a tabotamp trans-anal hemostatic pad (ethicon). Reported complications included stenosis (n-23), painful post-operative course (n-11), symptomatology appearance (n-237), and symptomatic stenosis (n-6) which was subjected to cycles of outpatient progressive dilatation with remission of troubles. A women did not get any advantage which was subjected to surgical operation, removing the stapled line and performing a new handmade sutura. It was reported that the intense post-operative pain appears to be related to development of a symptomatic stenosis. Surgery is avoidable in most cases and conservative treatment, as outpatient dilatations, has to be carried out.